Event description:
The reporter eceived er1 messages from her surestep meter on three occasions. She never checked the confirmation dot and the color chart. No medical intervention or advice was sought.